Event description:
During a laparscopic procedure, the stapler cartridge and blade became disconnected drom main unit. The cartridge and a staple remained connected to a ligament; the blade was loose in the peritoneal cavity. With great effort the blade and cartridge were removed. The remaining staple half necessitated a laparotomy for removal.the stapler unit was being used in connection with a trocar, believed to have been a u.s.s.c. Disposable but n/a per reg. Sales rep.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, telemetry failure, inherent risk of procedure, unanticipated short term complication of procedure, connector or adaptor, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.